Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon complained that the monopolar curved scissors (mcs) instrument was blunt and turning to the left. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The instrument was analyzed and found to have blade damage. Both of the blade edges were indented. The blade indentation did result in the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Additional observation related to the complaint: the instrument was found to have both blades bent at the tip. The bent point was located at the tip of the blade. The blades were not able to fully close as a result of the bending. Additionally, cut performance was negatively impacted due to the bending. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. The probable root cause of bent blades is attributed to damage during use, as moderate misalignment of tips may result from attempting to grasp either hard tissue/objects or inadvertent collisions with other instruments.

Event description:
Refer to h11 for follow-up information.